Event description:
Graft was implanted 11/21/96 for an abdominal aortic aneurysm. Explanted on 12/19/96 due to a post-operative infection of unknown origin. The results of a pathological evaluation by the hosp, given to co by phone on 1/2/97 showed that the source of the infection was not the graft. The pt's condition is reported as "doing well."